Event description:
It was noted during the review literature article titled: novel drug-eluting stents for coronary revascularization that patients using endeavor sprint devices experienced target lesion revascularization, restenosis, death, mi, st and bleeding events, although these events were found to be less frequent as with earlier bms and des devices. It was also noted in the article that patients treated with resolute integrity devices experienced target lesion failure, cardiac related death and stent thrombosis events. This information was pooled over 5-year results from 3616 patients in the endeavor clinical trials program.

Manufacturer narrative:
Evaluation: results - root cause undetermined. Inherent risk of procedure (myocardial infraction). (B)(4)